Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and (B)(6) 2010 and mesh was implanted into the patient. Reference is also made to aris- transobturator sling system. No clarifying information is provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to erosion of previously placed mesh. It was reported that following insertion the patient experienced pain, erosion, extrusion, exposure, and vaginal scarring. It is further reported that the patient has undergone additional surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.